Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.

Event description:
The event involved a chemosafe lock bag spike which the customer reported to have leaked from the central part of the silicone rubber of the bag spike. The customer reported that a hole was seen on the top surface of the bag spike and when inserted into a saline bag, leakage was confirmed from the top surface of bag spike. The leakage occurred when the healthcare provider was checking after he/she finished preparation, which resulted in the adhesion of solution on the white garment of the operator/healthcare provider; it is assumed that the healthcare provider was not wearing personal protective equipment. The incident occurred after dispensing, and prior to patient use. The set was used for infusion and injection of glucose injection, oxaliplatin. The product was disposed of and changed out/replaced. There was no patient involvement, however, there was unprotected chemo exposure to the medical institution worker. No harm was reported as a consequence of this event.

Manufacturer narrative:
On 7/12/2021 one new list #kl-bs001, chemosafelock bag spike (lot #5069507) was received and visually inspected. As received, a hole was identified at the center of the over molded tip of the chemolock port on the used sample. This hole allowed for leakage during priming. The reported complaint can be confirmed. The probable cause of the complaint is silicone build-up on the tips of the molding tool core pins, over time, at a supplier. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.